Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus and printer issues, the stylus was re-calibrated and the printer connection was reseated. Analysis was able to confirm the power cord bay door latch tabs were broken off, the cord bay door was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer had a broken cord lid, the printer was skipping and sticking, and the stylus was working sporadically. The programmer was returned for service. There was no patient involvement.